Manufacturer narrative:
The review of provided data confirmed the reported issue: abnormal impedance values are displayed. The subject device was implanted on (B)(6) 2024 and connected to 2 medtronic leads. The investigation of the provided data from (B)(6) 2024 and from (B)(6) 2025 revealed high ventricular impedance and ventricular oversensing that may be due to a connection issue or myopotentials or perforation. X-ray were performed on (B)(6) 2025 and were provided: they showed normal rv lead positioning. Lead dislodgment and perforation were excluded whereas a lead connection issue could not be excluded with certainty. On (B)(6), the re-intervention took place, and the lead was found disconnected from the pacemaker and there was blood inside the header of the pacemaker, therefore the pacemaker was changed to a new one. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during patient follow-up, the nurses observed some episodes of noise in the egm recordings. In principle, the values of the lead impedances and thresholds are normal, although some irregularities are observed when looking at the impedance graph. The physician has doubts whether the lead might be broken, not properly connected, or there is a problem with the pacemaker. He has called the patient to come for a consultation next monday to check everything again and see if an intervention is necessary.